Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 2101679: 150 items manufactured and released on (B)(6) 2021. Expiration date: (B)(6) 2026. No anomalies found related to the problem. To date, 114 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 month from primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.